Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump had a battery life issue. No further details were provided at the time of contact. Animas attempted to follow up with the patient but has been unsuccessful at this time. This complaint is being reported because the reported issue was not resolved at the time of contact. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/24/2015 with the following findings: there was no black box data from the time of the event due to continued patient use of the pump. The battery compartment was observed to be cracked below the grip pad. The returned battery cap was confirmed to be able to secure appropriately to the pump and the pump powered on normally. The pump electrical current draws were tested and were confirmed to be within specifications. No battery life related issues were duplicated during testing. Unrelated to the complaint, the cartridge compartment was observed to be damaged and moisture was observed inside the cartridge compartment.